Manufacturer narrative:
H10 ? Device evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (a leak from the reservoir) was verified during functional testing. Over tightening of the tank cover screws caused it to crack. This is what led to the leak. A user issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was receives that water reservoir leaks. No adverse effects reported.